Event description:
Covidien kangaroo epump enplus spike with flush bag system is leaking at the connection from the purple spike to the clear tubing. Multiple sets were tried. Manufacturer response for flush bag feeding system, kangaroo epump enplus with spike bag system (per site reporter). Factory error in the glue used on tubing and connector. We collected the tubing and it was replaced by the company.

Event description:
Covidien kangaroo epump enplus spike with flush bag system is leaking at the connection from the purple spike to the clear tubing. Multiple sets were tried. Manufacturer response for flush bag feeding system, kangaroo epump enplus with spike bag system (per site reporter). Factory error in the glue used on tubing and connector. We collected the tubing and it was replaced by the company.